Event description:
The dealer reports that the customer complains that the knife is so blunt that he cannot cut tissue easily. There was pt contact, no injury.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info. This MDR being filed as a result of finding 1 MDR on a 2 year look back.